Event description:
The customer reported that the system exhibited an interlock failure error/ further info was received from the fse indicating that the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock controller pcb was evaluated and replaced with generator interface pcb as the previous one is not available. The precharge pcb assembly was also evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.